Manufacturer narrative:
Combination product: yes.

Event description:
Patient symptomatic and interrogation showed loss of capture. Patient in ER for monitoring. Device outputs programmed to higher output and safety margin. Impedance measurements varied from 600-1400ohms since implant. X-ray appeared normal. Device will be monitored in hospital and remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.